Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was returned in liquid and the side of the lens was torn off and missing . Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. Conclusion - (unable to confirm). Based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the cc4204a collamer single piece lens tore as it was inserted into the eye. The lens was removed without any injury to the patient.